Manufacturer narrative:
According to the complainant the device will not be returned for investigation, and device log files have not been received to date. If the device and/or log files are received, a supplemental report will be submitted with the investigation results. We are unable to determine the controller software error or determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that a bolus attempt appeared grayed out in the bolus history, unlike previous boluses that displayed in blue when delivered. Although the bolus was confirmed for 3.75 units, the system showed that 0 units were delivered, while the insulin on board reflected the confirmed amount. The insulin on board may have reflected basal insulin delivery rather than the commanded bolus; however, this could not be confirmed. The customer confirmed that no communication issues occurred between the pod, sensor, or controller. There was no impact to patient's blood glucose levels reported.